Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened b button keypad dome. The keypad connector found closed properly during our visual inspection. The currents are within specifications. No blank display. Lcd board ok. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to a blood glucose level of 700 mg/dl. The caller reported that the customer was confused and disoriented and paramedics were called. The caller also reported that the insulin pump had a battery out limit and the act button was unresponsive. The caller did not list any significant events leading up to these issues. Blood glucose level at the time of the incident was 277 mg/dl. The caller also reported that the insulin pump had a blank display. During troubleshooting, the caller was unable to get the display to return. The nurse was advised that the insulin pump would be replaced and agreed to return the device for analysis.